Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. No intervention would be done, the lead would be monitored. No patient symptoms were reported.